Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been privided in this report.

Manufacturer narrative:
Reliability analysis not required for expired sensor.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer states sensor glucose was 87mg/dl and blood glucose was 46 mg/dl. Troubleshooting found that the customer had bent cannulas on previous sensors. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to monitor and follow up if any further questions of if any issues persist.